Event description:
It was reported that during a scheduled device changeout due to eri, it was noted that there was low ventricular impedance, undersensing, increased threshold, and a suspected insulation breach. The lead was capped. No patient complications have been reported as a result of this event.